Event description:
Paired 13 mm electrode set placed in the pt's right thigh for sensory and evoked potential monitoring during orthopedic procedure. During removal of the needles, one was noted not intact and broken near the needle hub. X-ray confirmed needle piece in subcutaneous tissue.